Manufacturer narrative:
Other text: b3. Date of event is unknown. Device evaluation: one device was received. A visual inspection found the tamper seal removed, damaged top and bottom cases, and a cracked right plunger case. A review of the event history log found a battery communication timeout error. During the functional testing, the pump alarmed battery communication timeout. The cause of the alarm was found to be a contaminated interconnect board and radio board. The interconnect board and radio board were replaced. Other unrelated repairs include replacing the damaged top and bottom cases, the plunger case seal, the right and left plunger cases, the plunger cam, plunger float, push block, right and left timing plates, wavy washer and delrin washer. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump battery was not working correctly. There was a battery communication time out. Patient involvement is unknown.